Event description:
According to the reporter, during a laparoscopic appendectomy, while the appendix was being resected, the device partially fired. The surgeon used a clip applier to repair the unformed parts of the staple line to resolve the issue and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.